Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the image was no longer displayed due to the malfunction of the charged couple device unit. The malfunction of the charged couple device unit was due to material degradation, which was caused by ultraviolet rays, of the charged couple device unit sensor. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. No image would display on the device due to a faulty charged couple device unit. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the olympus hd autoclavable camera head did not produce an image during procedure preparation. Reportedly, the intended procedure was completed using another camera. Though the patient's overall outcome was unknown, there was no harm or user injury reported due to the event.